Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy on (B)(6) 2011 due to pelvic organ prolapsed, cystocele, uterine prolapsed, and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/28/2016. It was reported that following insertion the patient experienced fibrosis, and chronic inflammation. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr (B)(6).